Manufacturer narrative:
The host connectivity agent (hca) is the module that exchanges information with external systems. This exchange is made through messages in which specific information is communicated to the other system. Cobas® infinity can send and receive this information. The hca has advanced actions that allow for defining what to do with the patient and order depending on the existing information in the database. The investigation found that the message received from the host with the data for patient (B)(6) had the patient identifier: (B)(6). There was already a patient in the database with the identifier: (B)(6) for patient (B)(6). There was a patient in the database corresponding to patient (B)(6) (first name and name) but with a different patient identifier. The investigation found that the hca action in this case was: when there is a patient identifier in the database matching the one received in the message, and there is a patient with the same first name and name as the one received in the message in the database, then "use the received history without modifying demographics." In this case, the patient identifier received in the message was used to select the patient existing in the database, and it was used without changing its data. This was confirmed as a software issue. The system was configured to use the patient in the database with the same patient identifier without changing its demographics due to a documentation issue. In the user assistance of the cobas infinity version 3.02.09 it was not specifically indicated how the system behaves when both "other patient ID" and "patient demographics (other)" match. In the newer versions of the user assistance, this was clarified with the sentence: "the patient ID prevails when there is a discrepancy between the patient demographics and the patient ID." This documentation issue has been addressed in cobas infinity versions 3.07 and above. The customer should upgrade the software to a newer version with the updated user assistance documentation.

Event description:
The initial reporter complained of an issue with cobas infinity lab core license software version 3.02.09. The customer alleged that a sample came in for one patient (patient (B)(6) but was assigned to a different patient (patient (B)(6). No patients were harmed due to this issue.